Event description:
The manufacturer received information alleging a ventilator would not power on and the lcd display was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and lcd screen were replaced to address the issues.